Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the pulse generator exhibited high impedance. The lead was loose in the connector. After the lead was tightened into the header, all electrical measurements were within normal limit.